Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the pump was replaced and the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. It was reported the patient's pump had been alarming but they were not sure when it started to alarm. The patient saw their hcp on (B)(6) 2020 and were refilled on (B)(6) 2020. The pump was still alarming and the patient didn't know what the alarm meant. The alarm sounds were played and the patient noted it was not the critical alarm. On (B)(6) 2020, the patient started to have symptoms that were getting worse. The patient was not feeling well at all, felt terrible, and was having symptoms the pump was supposed to help with. The patient was dizzy, was not getting medication, something was different with their vision, neck, back, body, and everything. The patient had scoliosis. Sciatic hurt when walking and the they were not getting any pain relief. The patient noted they are sensitive and cannot take oral medication. The patient saw their hcp who said everything was find. The patient's pump will be replaced on (B)(6) 2020. Additional information received from a healthcare provider reported the pump was alarming due to end of life. The hcp was unable to turn off the alarm and will replace the pump in the future. It was noted the issue was not resolved. The patient's weight was (B)(6) lbs.